Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported unusual image color tone was not confirmed, however, the investigation found the image to be erratic/noisy. A definitive root cause of the issue could not be determined, however, based on the results of the investigation and previous investigations process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported at inspection for use prior to the procedure, that the flex deflectable videoscope exhibited an unusual color tone. This occurred when using the 3d function. There were no reports of patient harm.